Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 470 mg/dl at the time of the incident and current blood glucose was 397 mg/dl. The customer was treated with needle. The customer reported pump does not allege was under delivering. Customer declined to check their settings. The customer was advised if they have concerns their pump may not have detected an occlusion we can test this alarm using a tubing clamp. The insulin pump will not be returned for analysis.